Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, after which the user restarted the device and cleared the alert; insulin delivery resumed and blood glucose was not impacted, and the user paused the ilet while using injections or pens to maintain glucose. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and maintenance of glucose control with alternate insulin delivery. Investigation included customer support troubleshooting and education related to motor stall and occlusion alarm handling. Investigation of this case revealed a transient motor stall consistent with an insulin delivery interruption, with no persistent malfunction observed after restart. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device stall with user-led recovery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.